Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (oversensing) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with oversensing in the device. Detections were disabled and oversensing was reproducible without provocation. Further review of the manufacturer's database indicates that the patient is deceased. The cause of death has been requested and not received.